Event description:
Hosp personnel were performing a synchronized cardioversion on a pt, condition unk. The pt was connected to the device with a monitor and a defibrillation adapter with disposable defibrillation electrodes. According to the report the device charged and sounded like it transferred, but did not deliver energy to the pt. This opinion was based on the lack of expected pt muscular reaction to the defibrillator discharge on the recorded ECG. The rptr stated that the device's standard paddles were subsequently used to deliver energy to the pt. The pt was resuscitated.